Event description:
It was reported that a resolute integrity drug eluting stent (2.25mm x 08mm) was successfully implanted in the rca. The vessel was reported to be stemi which had exhibited 95 %stenosis prior to pre-dilation. Approximately ten days following the stent deployment stent thrombus was reported to have occurred. It was confirmed that the patient was resistant to plavix. Patient was treated with balloon and effient. It is reported that the physician felt the stent thrombosis was not the fault of the stent. No other clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (thrombus). Patient predisposed to the event (resistant to plavix). Conclusions: device failure/lack of effectiveness related to patient condition (resistant to plavix). (B)(4).